Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for this pacemaker device. The battery longevity dropped from 8yrs to 5.5yrs in approximately 11months. Data analysis was not yet performed. The device remains in service. No adverse patient effects were reported.